Event description:
According to the medical records, a day prior to the index procedure, the patient was admitted to the hospital for complaints of left leg pain, and a history of multiple deep venous thrombosis (dvt) and pulmonary embolism (pe), the last of which occurred a month prior to the admission. An ultrasound was obtained and confirmed the diagnosis of extension of previous dvt now up into the femoral vein. The medical history was also notable for protein s deficiency, tobacco dependence, pain at the site of dvt, treated depression, and history of IV drug use with methamphetamines and heroin. Because of recurring dvts, prior pulmonary embolism and noncompliance, an inferior vena cava filter was placed after consultation one day after admission. Ultrasound guided micropuncture was used to access the right internal jugular vein following standard sterile preparation. The filter delivery device was advanced into the ivc where an inferior venacavogram performed identifying no clots. The optease filter was deployed infrarenal just above the confluence of the common iliac veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts into organs, tilting of the filter and aortic perforation, becoming aware of these events approximately sixteen years and seven months after the filter implantation. The patient further experienced pe and dvt, chronic leg pain, swelling of leg and feet, purple legs from poor circulation and depression. According to the redacted- amended ppf, removal of the filter was attempted sixteen years and seven months after the filter was implanted; however, the retrieval attempt was unsuccessful. Procedural details were not provided.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt, a 3mm aortic perforation, a 4mm vertebral perforation, calcified thrombosis, stenosis of the inferior vena cava (ivc), the filter is partially fractured, and an unsuccessful retrieval surgery was performed using complex techniques. The patient reported becoming aware of perforation of filter struts into organs and aorta, and filter tilt approximately sixteen years and seven months post implant. The patient also reported a pulmonary embolism, deep vein thrombosis, chronic leg pain, swelling of leg and feet, purple legs from poor circulation and depression related to the filter. According to the medical records, a day prior to the index procedure, the patient was admitted to the hospital for complaints of left leg pain, and a history of multiple deep venous thrombosis (dvt) and pulmonary embolism (pe), the last of which occurred a month prior to the admission. An ultrasound was obtained and confirmed the diagnosis of extension of previous dvt now up into the femoral vein. The medical history was also notable for protein s deficiency, tobacco dependence, pain at the site of dvt, treated depression, and history of IV drug use with methamphetamines and heroin. Because of recurring dvts, prior pulmonary embolism and noncompliance, an ivc was placed after consultation one day after admission. The filter was placed via the right jugular vein and was deployed infrarenal just above the confluence of the common iliac veins. The patient tolerated the procedure well. Approximately sixteen years and seven months post implant, an unsuccessful retrieval attempt was made, details were not provided. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult and has been shown to lead to explant problems in as little as 12 days. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Stenosis, an abnormal narrowing of a vessel, blood clots, clotting and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter is tilted. There is a 3mm aortic perforation, a 4mm vertebral perforation, calcified thrombosis, stenosis of the inferior vena cava (ivc), the filter is partially fractured, and an unsuccessful retrieval surgery was performed using complex techniques that failed to retrieve the filter. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt, filter-fractured - in patient, filter-retrieval difficulty, aortic perforation, perforation of organ, thrombosis and inferior vena cava stenosis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿warning: filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism. Retrieval of the cordis optease® retrievable filter with a filter fracture present may result in complications.¿ without images available for review the reported events could not be confirmed or further clarified. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter is tilted; there is a 3mm aortic perforation, a 4mm vertebral perforation, calcified thrombosis, stenosis of the inferior vena cava (ivc), the filter is partially fractured, and an unsuccessful retrieval surgery was performed using complex techniques that failed to retrieve the filter. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.